Manufacturer narrative:
1027135: h4: (B)(6) 2017. H10: one (1) t-1295 s-l side load locking retractor handle-al was returned for evaluation as the complaint sample. The sample sent in was sent in as a whole part with no missing or extra parts noted. The etchings on the sample were noted to be clear and legible: the lot code on the sample was displayed as l17; sample has possibly been in use for about 1.5 years prior to complaint. Upon initial visual inspections, the sample displayed signs of usage, wear, scuff marks, and scratches on the surfaces. The wear marks were superficial and did not affect the functionality, sample appeared to be used and displayed discoloration at the handle end. Most of the wear noted was around the working end: the threaded tip of the shaft and the head blade holder piece. Further inspections displayed the head blade holder piece (t-0095/100) was returned loose on the threads of the shaft (31-300-1015), it was screwed down 3/4th of the way and was able to screwed off, however it could not be screwed down completely to sit flush on the base of the shaft. For verifications, the blade holder piece and the threaded end of the shaft were disassembled and unscrewed off and were inspected separately; the blade holder piece displayed heavy wear on the outside surfaces, the inside surfaces and the interior threads. The interior threads displayed occlusions and heavy thread stripping damages. Further visual inspections at 3 times magnification were performed on the working end of the sample. The shaft¿s threads displayed light discoloration, marring and damaged and deformed threads, which were possibly caused during usage or due to cross threading. The first and second threads of the shaft were noted be damaged and/or ground off; it was clear that some of the material was missing. Furthermore, in the blade holder piece, burrs were noted to occlude the inner grooves of the middle threads and the last two end threads were stripped off and damaged. The noted burrs were apparent that they were broken off metal material, possibly from the shaft end. The occlusions were scraped out with a pick to confirm they were metal pieces and/or debris most likely from the male shaft threads grinding (cross threading) and breaking off into the female threads of the holder piece. For further testing sample threads were cleaned, lubricated and verified with an in-house muscle blade sample. Due to the permanent damage on the threads the sample could not function normally and did not secure the blade in place. The threading action was noted to be rough, interrupted and would jam/seize up halfway. Based on the gathered information, failure mode was verified that the threads of the shaft broke and the blade holder piece was confirmed to be occluded in the grooves of the threads preventing further travel of screwing in motion. The failure caused the sample to be nonfunctional and could not mate with a sample muscle blade, sample may not be able to be repaired for further use. The most likely cause of complaint failure could be due to excessive forces, or the misalignment of threading due to cross-threading, or due to lack of lubrication during threading or any combination of the listed factors could have caused the failure. Due to nature of the metal-on-metal contact with these products, it is recommended for user to lubricate parts so that the threads may screw in smoothly; if in any case at the first moment, any rough, restricted and or grinding motion is felt (indicative of cross threading) during screwing in, user must stop screwing in, back out the screw, re-adjust/realign screw and attempt to re-screw in again until smooth screwing in motion is felt.

Event description:
Two cervical intervertebral fixation surgery performed in anterior approach. There was no problem with the first intervertebral fixation. During the second intervertebral fixation, the surgeon was not able to hold the blade because the s-l side-load locking retractor handle stuck while tightening the handle. The surgeon held the blade by hand and set the retractor. Due to this event the surgery was prolonged about 10 minutes. No patient injury or medical intervention or user harm. Not reported to competent authority. The handle was stuck to the head of the device. The thread seems to be damaged.

Manufacturer narrative:
(B)(4). If further information becomes available a follow up medwatch will be submitted.

Event description:
Two cervical intervertebral fixation surgery performed in anterior approach. There was no problem with the first intervertebral fixation. During the second intervertebral fixation, the surgeon was not able to hold the blade because the s-l side-load locking retractor handle stuck while tightening the handle. The surgeon held the blade by hand and set the retractor. Due to this event the surgery was prolonged about 10 minutes. No patient injury or medical intervention or user harm. Not reported to competent authority. The handle was stuck to the head of the device. The thread seems to be damaged.